Event description:
It was reported that during a breast biopsy after initializing the probe a green cable error code was received. They changed probes and continued to receive the error code. Another holster was used to complete the case with no patient consequence. The holster is not being returned at this time for service.

Manufacturer narrative:
Equipment not returned for servicing.